Event description:
Physician reports that pt admitted with recurrent hemoptysis. CT scan showed fibrosis and bronchiectasis. Left bronchial artery embolization performed using 2 syringes of 500u microspheres and 1 syringe of 400u microspheres. Post procedure pt developed paraplegia and urinary incontinence. MRI of the thoracic and lumbar cord showed spinal cord ischemia at conus medullaris. As of (B)(6) 2011, pt has not recovered.

Manufacturer narrative:
Embozene color-advanced microspheres come in 10 calibrated size specifications for different uses based on indications and anatomy. IFU states: "microparticle embolization must be performed slowly... Excessive injection speed might result in retrograde material transport affecting other and healthy organs." The second device involved shall be detailed in MFR report # (B)(4). This medwatch MDR relates to celonova complaint (B)(4).